Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse found the purge check valve open. Fse replaced the valve and adjusted the filter flow rate from 1.26 to 1.03 ml/min. The instrument was turned off and then back on to reset the pump flow rate in the system. Fse ran precision, calibration and control with results within range and without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: interpretation of results the sa1c measuring range is 4.0 - 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. The most probable cause of the reported issue was due to a faulty purge check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that the sa1c retention time is 0.65 minutes and outside of the optimal range of 0.57-0.61 minutes on their g8 instrument. Also, the customer is experiencing a p00 peak at 0.51. The column count is 1200, filter count 300 and flow rate is 1.15 ml/min. Customer indicated that a new column was installed and performed the prime procedure. The sa1c retention time is still recording outside of range at 0.64 minutes. The technical support specialist (tss) advised the customer to adjust the filter flow rate to 1.20 ml/min and repower the instrument. The customer adjusted the filter flow rate to 1.23 ml/min, but the retention time is still outside of the optimal range at 0.63 minutes. Then the customer adjusted the filter flow rate 1.26 ml/min and now the retention time is at 0.60 and 0.61 minutes. Customer ran calibrations and quality controls (qc) and calibration failed with the sa1c retention time fluctuating. Customer reported the instrument is down and results will be delayed. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.